Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue; however, during subsequent testing the issue could no longer be duplicated. The device was able to analyze, charge and shock with no further discrepancies. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that when the shock button was pressed that the device would state to "connect electrodes" indicating that the patient test load was not being detected. As a result, defibrillation may not possible if it were necessary.